Event description:
Hair was found in internal packaging. Surgery was delayed by 20 minutes.

Manufacturer narrative:
Evaluation was not possible as the product was returned without the packaging. A search of the complaint database did not find any additional reports for this product code/lot. The investigation could not confirm the reported event, therefore, no need for root cause or corrective action. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.